Event description:
The customer said the suspect device gave a result of 707 mg/dl while testing blood glucose. The customer did not report taking any action on the result other than notifying the suspect device MFR.